Event description:
Reporter purchased 12 chairs from kag ind for dialysis unit. Shortly after receiving them reporter received a complaint that the tacks holding the vinyl fabric on the chairs was either sticking out, or falling out. The chairs will not recline in trendelenberg position as promised. Both problems are jeopordizing the dialysis pt's safety. The co isn't offering a solution.